Event description:
Using ria 2 bone harvesting kit 520mm with 11.0mm reamer head for ria 2 md at field reported broken piece noted to reamer head. Reamer head with 3 out of 4 pieces removed from use. X-ray used intraoperatively. One piece visible on x-ray per md and to be retained at this time.